Event description:
It has been reported via a maude event report that the pt had one mesh product placed for cystourethrocele and another for enterocele and rectocele. After the operation, pt has had to have physical therapy, steroid shots for pain, and surgery to remove the mesh products. Pt reports that she is in constant pain, can no longer have sexual intercourse, and cannot stant, sit, or walk for more than 15 minutes at a time. Pt also reports that she had to go permanent and total disability and leave her job of over 15 years. (B)(4).